Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-may-2018 with the following findings: evaluation revealed multiple cracks in the battery compartment. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-may-2018.